Event description:
It was reported that revision surgery was performed due to loosening.

Manufacturer narrative:
Based on the received information the root cause of the reported aseptic loosening of the stem could not be determined. Nevertheless no signs could be found that implant related characteristics caused the loosening.